Manufacturer narrative:
A service technician inspected the device and was not able to replicate the movement. However, a damaged remote control, power outlet and power cord was found and exchanged. The device is working as design post check and repair. Upon further contact attempts it was no possible get more information about the event and the defect parts. Once further information is received a follow-up report will be provided.

Event description:
The customer alleged the operating table was activating the motor controls while no one operated the device either by remote control or column keypad. No impact to the surgical procedure or injury was reported. This report was filed in our complaint handling system as complaint # (B)(4).